Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had "hiccups" all night long and found to have diaphragmatic stimulation with right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.